Event description:
It was reported that the patient's battery level seemed to drop rapidly following a corpus callosotomy surgery thus there were concerns of premature battery depletion. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The generator was replaced. The explanted generator was likely discarded per hospital policy. No further relevant information has been received to date.

Event description:
Tablet data was analyzed, no premature depletion event was confirmed. No other relevant information has been received to date.